Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that the allegation was not confirmed. Wire was able to pass from terminal to tip without issue: no blockage in lumen. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This supplemental report is being filed as update from product investigation was received. Boston scientific received information that this left ventricular (lv) lead was not successfully implanted. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that the allegation was not confirmed. Wire was able to pass from terminal to tip without issue: no blockage in lumen. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This supplemental report is being filed as update from product investigation was received. Boston scientific received information that this left ventricular (lv) lead was not successfully implanted. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted. This lead was never in service. No additional adverse patient effects were reported.